Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they had low blood glucose readings the night before and the next morning they were unable to get out of bed. Wife believes the customer was having a stroke. When the customer arrived at the hospital his blood glucose readings were high in the 500 mg/dl range. Customer was admitted in the hospital for one day. Customer states that they did not have their cgm when the incident occurred. It was noted that the customer's health care provider advised that his blood glucose readings may have come up because of him treating for low of 31 mg/dl the night before by eating. It was noted that the customer was also hospitalized for a triple bypass surgery and is doing well now. Customer's blood glucose reading at the time of the call was 145 mg/dl. No further information reported. Customer declined troubleshooting. No further information reported.